Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white detergent solution was found on the scope cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, a white detergent solution was found on the scope cylinder. The root cause could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the foreign material remained on the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.